Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d274trk implantable cardioverter defibrillator (ICD) implanted: 2010-(B)(4), product ID 419478 implantable pacing lead implanted: 2006-(B)(6), product ID 694958 implantable tachy lead implanted: 2006-(B)(6), product ID 4592-53 implantable pacing lead implanted: 2006-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed. No anomalies were found and visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the system was explanted due to sepsis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.